Event description:
The trailing haptic kinked in the insertion device as the lens was being implanted in the patient's eye. The doctor used another lens to complete the procedure.

Manufacturer narrative:
See MDR 1920664-2007-01374 for the intraocular lens used with this delivery device.